Event description:
The customer reported erroneous/imprecise total thyroxine (tt4) and/or thyroid stimulating hormone (tsh) results were generated on a unicel dxl800 access immunoassay system and an access 2 immunoassay system for one patient. This report is three of three and represents the imprecise tsh results generated for one patient on a access 2 immunoassay system. The initial tsh result was within the normal reference range of the assay. Upon repeat on the same instrument, the repeat result was also within the normal reference range. Collectively, the results did not re-produce within labeled tsh assay precision claims. The initial result was reported outside of the laboratory, however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The sample was collected in a lithium heparin plasma tube and was centrifuged prior to testing. The sample was refrigerated between the initial and repeat testing and the sample developed some precipitate during storage. The sample were re-centrifuged prior to repeat testing. The instrument assay quality control results recovered within the customer's established specification range during the timeframe of the event.

Manufacturer narrative:
Service was not dispatched to the site for this event while sample handling and sample integrity may have been contributing causes to this event, a definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-04849, 2122870-2011-04850, 2122870-2011-04851.